Event description:
Kimberely-clark received a report stating, "the cuff slid down to the end of the tube. The patient required re-intubation." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided.sample evaluation showed no leaks in the cuff and the distal and proximal cuff collars did not show evidence of slippage. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.